Event description:
Pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Customer understood that residue in speaker holes could cause such alarms and acknowledged the tips provided by technical support. There was no need to replace the cartridge, and the customer resumed insulin with the original cartridge.